Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. A device history record review (DHR) review could not be conducted since the lot number provided is not complete (clear). The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: complaint alleges that the clips slipped off the vessel following a free flap procedure. The patient had to return to the hospital to have post-op bleeding resolved. The patient's condition is reported as fine.